Event description:
A patient reported that her dentist indicated her upper and lower u-shaped arches with her aligner(s) are off. Her dentist then recommended that she immediately stop using byte and go to an orthodontist to correct what she found.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.